Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the patient had a received a shock due to noise. Review of the carelink transmission noted high impedance and oversensing. The patient had a diagnosis of pancreatic cancer and the family was considering turning the device off at that time. However, the patient had an episode of true ventricular fibrillation in which the device successfully treated it with a shock. The decision was made not to turn the device off until a couple weeks later. The patient had one "phantom shock" after the device was turned off. The patient died (B)(6) 2010 "after battling cancer." There is no allegation from a health care professional that the death was device related.